Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the atrial and ventricular leads dislodged one day post implant. It was also reported that the patient is very obese and the lead length may have been too short. The patient went into non-sustained vt soon after the lead dislodgement. The leads were planned to be repositioned and later that day and remain in use. No further patient complications have been reported as a result of this event.